Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a low blood glucose (bg) event, with a low of 54 mg/dl. The user had skipped lunch and did not consume a snack, leading the pump to deliver a correction bolus as bg rose slightly. After the correction, bg declined further. The cgm sensor was replaced, and upon warm-up, a low alert was received. The user confirmed the low by fingerstick, treated with glucose tablets, and then ate dinner without announcing the meal. Bg stabilized afterward. The agent reviewed proper meal announcement practices and arranged additional training. No medical intervention was required.